Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No delivery/occlusion alarm during priming anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with minor scratched lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that buttons of the insulin pump were harder to respond and scratched on screen then difficult to read in some lighting. Customer also reported that insulin pump had no delivery alarms and failed battery test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.